Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6) 2024, the extension line was found crack during used on the patient." There was no reported patient harm or consequence.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h10, h11. Corrected fields: b5, b6, b7, e1 phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. - due to poor contact of camera unit, there is noise in the image. - due to water leak in camera unit, the image has white dots. - because cable unit is peeled off, metal part is exposed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user did not follow the manufacturer's instructions. The event can be prevented by following the instructions for use which state: be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that: "03 jun 2024, the extension line was found crack during used on the patient." There was no reported patient harm or consequence.